Event description:
It was reported that an ilet user experienced hyperglycemia with a measured blood glucose of 396 mg/dl despite the system showing insulin delivery, with no observed leaking, intact cartridge, and a straight connector needle; an alert 38 for consecutive stalled motor occurred during tubing fill, after which the device was restarted and the infusion set and supplies were changed to a new site on the lower back, resulting in observed drops and resumption of insulin delivery. Symptoms included hyperglycemia. Outcomes included completion of troubleshooting and education with insulin delivery resumed and a plan for follow-up to confirm blood glucose reduction. Investigation included guided troubleshooting, device restart, supply replacement, tubing fill verification, and site relocation to an unused area. Investigation of this case revealed a motor stall event with resolution after replacing supplies and changing the infusion site, consistent with a device alarm for consecutive stalled motor without evidence of leakage or cartridge damage. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.